Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparentexplant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: d274trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076-52, implantable pacing lead, implanted: (B)(6) 2010; 694765, implantable tachy lead, implanted: (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.